Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide specific number of sutures which broke in this procedure. What is the name and date of the surgical procedure? How was case completed? Was there any adverse patient outcome and what medical and surgical intervention was provided? Lot number. Device return status/ follow up. Note: events reported in 2210968-2020-00114, and 2210968-2020-00115.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was breaking. There were no adverse patient consequences reported. Additional information has been requested.